Event description:
A customer contacted support to update personal settings, specifically related to time, profile, or biq/ciq settings on their device. There was no adverse impact on the customer's blood glucose level reported as a result of the previous settings. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies, specifically if the time discrepancy exceeded five minutes, and to follow up if necessary. The customer understood and acknowledged this guidance.